Manufacturer narrative:
The device has been returned for evaluation: however, the investigation is ongoing. At the conclusion of the investigation a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
Dr. (B)(6) reported that a silent nite half lower appliance has broken. Reportedly the anchor has broken off. No injury was reported.